Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported false positive result for sars for one symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer communicated one additional event which is captured on a separate report.